Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, glistening was observed. There were no consequences to the pt and the iol remains implanted. Additional info has been requested.